Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited greater than 4000 ohms impedance due to an exitblock. The lead was explanted and replaced. The patient's condition was - fine - before and after the event.

Manufacturer narrative:
Final analysis found that the lead insulation was abraded and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device. (B)(6).